Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Received an email from my hospital that they have experienced loosening of primary tritanium cups. This to cover patient 2.

Manufacturer narrative:
Additional information added to patient identifier and sex.

Event description:
Received an email from my hospital that they have experienced loosening of primary tritanium cups. This to cover patient 1.

Manufacturer narrative:
Corrected data: this is patient 1 not 2. An event regarding loosening involving an tritanium shell was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "the primary harm involved is aseptic loosening of a tha acetabular implant. No obvious cause for this complication was reported. Further documentation required for completion of this assessment." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant concluded that the primary harm involved is aseptic loosening of a acetabular implant. The exact cause of the event could not be determined because insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded loosening may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time. Further information such as return of device, pre and post op xrays are needed to determine the root cause. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Received an email from my hospital that they have experienced loosening of primary tritanium cups. This to cover patient 1.